Event description:
A customer contacted beckman coulter inc. (Bec) reporting what appeared to a clear leak at the front of the coulter lh 780 hematology analyzer station, but the source of the leak could not be located. The customer was wearing personal protective equipment (ppe) consisting of gloves and a lab coat. There was no exposure to open wounds or mucous membranes. Patient results were not affected by this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(4) 2011 and replaced the I-beam tubing that had a cut at vl16 (for the vacuum isolator drain) which is responsible for leak. Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).